Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the severely tortuous right anterior tibial artery. The coyote es 1.5mm x 20mm x 142cm balloon catheter was advanced to the lesion. First inflation was for 30 seconds at 6 atm. The balloon was then slightly moved. Upon the second inflation the balloon ruptured at 4 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).